Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine follow-up, it was found out that the right ventricular (rv) lead exhibited high pacing threshold and was dislodged. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.